Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-01072019-0000465706 represents the adverse event which occurred on (B)(6) 2012. Mwr-01072019-0000465709 represents the adverse event which occurred on (B)(6) 2012. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It was reported that the patient underwent mesh excision on (B)(6) 2012. No additional information was provided.